Manufacturer narrative:
Issue was confirmed to be a duplicate or continuation of a previous case. (B)(4) can be cancelled as not required. Hence (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4). As such, file (B)(4) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4).

Event description:
Philips received a complaint on the device efficia dfm100 indicating that after the power is turned on, the rfu displays a red × and beeps and an error (clinical mode not available due to equipment service required) is displayed on the screen." Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.